Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2025 and mesh was used. The material implanted yesterday in the patient has a stop label, but there was no such label on the secondary packaging, which meant that the surgical team did not notice it on the primary packaging. Upon analysis, the customer identified the following: we purchased 10 units of the same batch of this material. We have the material in stock and it does not have this label on the secondary packaging, and at the moment am unable to open the material to check the primary packaging due to the product's seal being broken. The material was delivered to the hospital sealed, in its original packaging. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Any patient consequences? So far nothing has been reported 2. Was the device removed? If so, please date and details of the re-operation. Material was not removed. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a sheet labeled as umm1 lot number ucbcwka0. The sample was found to be in accordance with the manufacturing process. However, there are overlapping labels that are not part of manufacturing the process. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.